Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated and that after reprogramming the device,measured data and sensor values were not obtainable.~~~~~~~~~